Event description:
It was reported that a preloaded monofocal intraocular lens (iol) is scheduled for an iol exchange due to the patient experiencing residual astigmatism and blurry vision in the right eye. Through follow up it was learned that a complication arose during the lens exchange procedure. The explant was performed, however, a new lens was not inserted in the patient's eye. The patient was left aphakic. No further information was provided. Further information was provided on (B)(6) 2024, explaining the complication that arose during the lens exchange procedure. It was learned that the old iol haptic was too adherent to the capsular bag. One haptic was amputated due to excessive capsular fibrosis around the haptic. There was no patient injury and there was no defect on the iol. No medical or surgical intervention outside of the standard of care was required. The lens is not available for return. No other information was provided.

Manufacturer narrative:
Section a3b, a5, a6: information unknown/not provided. Section d6b: if explanted; give date: unknown/asked but not provided. Section e1: telephone number: (B)(6) . Section h3: the device was not returned for evaluation as it is not available; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.